Event description:
It was reported via email that the patient visitor to patient injured foot as a result of caregiver lowering unit on visitor's foot. Visitor required an x-ray. No further medical intervention was required. Customer has not alleged a product malfunction.